Event description:
Reported to siemens by distributor (B)(4): it is reported that the catheter is not giving good images. The cable was replaced without resolution. The catheter was replaced and the issue resolved. Reported to FDA by user facility on (B)(4) 2012 per uf/importer report # (B)(4): the acunav catheter was not portraying a clear display on the screen as normal. The doctor requested it to be replaced by a new acunav catheter. No harm to the pt and the representative is aware. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
The complaint acunav catheter was received and investigated for the reported image quality issue. It was found that the acoustic array has suffered severe tip bending damage in the course of use resulting in several layers that have delaminated. Performance testing confirms the acoustic element drop-outs due to layer delamination.